Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. There is no report of serious injury or death associated with this event.

Event description:
"Caller wasn't in the room. Surgeon was power morcellating in a bag and intentionally punctured the side of the bag with the trocar to insert a lens to visualize the morcellation and maintain pneumo in the bag. She saw a piece of the cannula in the bag with the scope. When they looked for the piece after pulling the bag out, it was not in the bag and not in the specimens. They were not able to locate the piece. (B)(6) stated that she only stocks one box of this model at a time. However, the trocar and the packaging were discarded, so she cannot guarantee the correct lot number. However she confirmed that the only box in their stock at the time was lot# 1249500." Additional information received on july 29, 2016. I was told by (B)(6) that the surgeon was attempting to morcellate the specimen using a "power morcellator" within a specimen bag (name or manufacturer of the bag was not provided). The surgeon used our trocar to pierce thru the abdominal wall and then into the side of the specimen bag allowing her to gain access to the interior of the bag while she uses the power morcellator to morcellate the specimen. From what I was told, there was no damage to the obturator. The damage was noted on the tip of the cannula. I don't know if excessive force was used or not used. I was not present." Patient status: "discharged she believes". Type of intervention: "x-ray to try and locate the broken piece, but it did not show up."

Manufacturer narrative:
Investigation summary: the event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Based on the information provided by the customer, the damage is likely caused by force applied to the distal tip and lipid exposure. It is also likely that damage was caused by the improper use of the trocar as the trocar was used to puncture the specimen bag. Engineering performed a lot trace and determined that this unit likely came from lot# 1249500 as this is the only lot sent to this customer within a year of the event date. The lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the exact root cause of the event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.